Event description:
Event verbatim [preferred term] burn on her skin, the top layer of skin came off [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for pain in her back. The patient medical history and concomitant medications were not reported. The patient stated she purchased a pack of heat wraps because she was having pain in her back. After one use, she had a burn on her skin, the top layer of skin came off. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn on her skin, the top layer of skin came off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn on her skin, the top layer of skin came off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Reasonably suggest device malfunction: yes; severity of harm: s3;complaint sub-class: adverse event safety request for investigation; related to potential ae?: yes; complaint sub-class: adverse event safety request for investigation; root cause analysis/identif: the root cause category is non assignable (complaint not confirmed as a quality defect). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Special or common cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Conclusion: an evaluation was made by searching for possible trend for this subclass requiring investigation by the site. The following quality tracking system (qts) search was performed.scope : date contacted: 01may2016 through 31may2019/ (manufacturing site): external cause investigation/ complaint sub class: adverse event safety request for investigation.the qts search returned a total 544 complaint for the lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110,"case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. A review of the 36 month trend shows a trend emerging for the subclass in may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall.

Event description:
Event verbatim [preferred term] burn on her skin, the top layer of skin came off [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for pain in her back. The patient medical history and concomitant medications were not reported. The patient stated she purchased a pack of heat wraps because she was having pain in her back. After one use, she had a burn on her skin; the top layer of skin came off. She stated she had already thrown away the packaging by the time she discovered the burn. The burn even though small, was very bothersome. The sample was not available to be returned. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group: reasonably suggest device malfunction: yes; severity of harm: s3;complaint sub-class: adverse event safety request for investigation; related to potential ae?: yes; complaint sub-class: adverse event safety request for investigation; root cause analysis/identif: the root cause category is non assignable (complaint not confirmed as a quality defect). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Special or common cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Conclusion: an evaluation was made by searching for possible trend for this subclass requiring investigation by the site. The following quality tracking system (qts) search was performed.scope : date contacted: 01may2016 through 31may2019/ (manufacturing site): external cause investigation/ complaint sub class: adverse event safety request for investigation.the qts search returned a total 544 complaint for the lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110,"case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. A review of the 36 month trend shows a trend emerging for the subclass in may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00#, s#, s# and w# from apr2019. Seven complaints were related to batch s#. None were confirmed to have a manufacturing process, root cause for a complaint of adverse event safety request for investigation. The remaining recall batches were not reported. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this qts search, there is not a trend identified for the subclass of adverse events safety request for investigation. Refer to the 36 month trend chart attached for the number of s3 adverse event received during a 36 month period for lbh products. Management has been notified of this issue and steps are being taken to stop the issuance of a qaef for such complaints. Based on this qts search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products, refer to the attached trend chart for may2016 to may2019. There is no further action required. This investigation was conducted for an unknown lot number of lbh. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Follow-up (07may2019): new information received from a contactable consumer included: the sample was not available to be returned. Follow-up (24jun2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment based on the information provided, the event of "burn on her skin, the top layer of skin came off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual., comment: based on the information provided, the event of "burn on her skin, the top layer of skin came off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn on her skin, the top layer of skin came off [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for pain in her back. The patient medical history and concomitant medications were not reported. The patient stated she purchased a pack of heat wraps because she was having pain in her back. After one use, she had a burn on her skin, the top layer of skin came off. Upon follow up on 07may2019, the patient stated "unfortunately, I had already threw away the packaging by the time I discovered the burn. I just wanted to bring this to you guys attention, especially since the burn even though small, is very bothersome. I would hate for this to happen to anyone else". The sample was not available to be returned. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07may2019): new information received from a contactable consumer included: the sample was not available to be returned. Company clinical evaluation comment: based on the information provided, the event of "burn on her skin, the top layer of skin came off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn on her skin, the top layer of skin came off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number of lbh 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. There were no device history record (DHR) to reviewed for an unknown batch number. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass.

Event description:
Event verbatim [preferred term] burn on her skin, the top layer of skin came off [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for pain in her back. The patient medical history and concomitant medications were not reported. The patient stated she purchased a pack of heat wraps because she was having pain in her back. After one use, she had a burn on her skin; the top layer of skin came off. She stated she had already thrown away the packaging by the time she discovered the burn. The burn even though small, was very bothersome. The sample was not available to be returned. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event was unknown. Per product quality complaint group: reasonably suggest device malfunction: yes; severity of harm: s3; the root cause category is non assignable (complaint not confirmed as a quality defect). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Further action required. Additionally added: this investigation was conducted for an unknown lot number of lbh 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. There were no device history record (DHR) to reviewed for an unknown batch number. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass follow-up (07may2019): new information received from a contactable consumer included: the sample was not available to be returned. Follow-up (24jun2019): new information received from product quality complaint group includes investigation results. Follow-up (06jul2019): follow-up attempts are completed. No further information is expected. Follow -up (11jul2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the event of "burn on her skin, the top layer of skin came off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual., comment: based on the information provided, the event of "burn on her skin, the top layer of skin came off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.